Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed a visual inspection of the sensor and found the cannula was retracted inside of the sensor base also, found the cannula was broken during our analysis; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used; also, unable to confirm the insertion needle complaint due to the customer did not return the insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received lost sensor alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The sensor was removed and the cannula was noted to be missing. The customer was advised to change out the sensor. The customer was advised the sensor would be replaced and returned for analysis. The customer also mentioned blood at site during insertion, and states the site seems uncomfortable. The customer declined to conduct troubleshoot.